Event description:
On (B)(6) 2009, it was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the physician had difficulty passing the prolieve catheter through the urethra due to the pt's anatomy. Many attempts were made to place the device. The physician then used a .035 guidewire through the urethra because a .025 guidewire was unavailable. The catheter was passed through the urethra parallel to the guidewire and successfully inserted. The anchoring balloon was filled, but slowly deflated. There were no alarms or error messages. The catheter was removed and the procedure aborted. There were no complications and the pt's condition was reported as stable.

Manufacturer narrative:
The lot number (633352) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be confirmed. The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).